Event description:
Attorney alleges that the patient underwent surgery for the implant of an unspecified bard/davol composite mesh (composix) on (B)(6) 2006. As reported, the patient is making a claim for an adverse patient outcome against composite mesh (composix). Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: on (B)(6) 2006 - patient was diagnosed with right intercostal flank hernia thereby underwent open repair with implant of composix mesh. Per op notes, ¿the hernia sac was encountered in the medial portion of the incision. The hernia sac was opened and the bunch of omenta that present in the hernia was reduced. A composix mesh was placed and secured using sutures.¿. On (B)(6) 2006 - patient was diagnosed with recurrent right flank intercostal hernia thereby underwent open repair with excision of composix mesh and implant of synthetic mesh. Per op notes, ¿the recurrent hernia was noted. There was a mass associated with the contracted old mesh. The old mesh was somewhat contracted into ball and migrated away from the defect causing the recurrent hernia, as well as meshoma. Old mesh adherent to omentum were taken down. Adhesiolysis was performed. Old mesh was excised. A synthetic mesh was placed and sutured.¿.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Updated fields: a2, b2, b3, b4, b5, b7, d3, d4 (catalog no, lot no), d.6b, g3, g4, g6, h2, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Device not returned.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided, a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for the implant of an unspecified bard/davol composite mesh (composix) on (B)(6) 2006. As reported, the patient is making a claim for an adverse patient outcome against composite mesh (composix). Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective.